Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the patient is requesting detailed material composition about the device based on allergic reaction in regards to the implant. The transforaminal posterior atraumatic lumbar system (t-pal) was implanted on (B)(6) 2011 and remains implanted. It was also reported that a second implant date was on an unknown date in (B)(6) 2012. This report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device still in patient; device has not been explanted. A product development evaluation was completed: no parts were received. Part numbers 04.812.010s (t-pal), 04.606.036 (click'x screw) and some components of 498.570 (click'x locking cap) are made of ti-6al-7nb (tan). Part numbers 498.140 (rod) and one component of 498.570 (click'x locking cap) are made of commercially pure titanium (ticp) grade 3/4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.